Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: the customer reports that in the hematology protected area, the catheter was found in the bed of the patient because it broke at the funnel. No patient injury reported.